Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has been tryi ng to charge their implant for several days, which was noted to be (B)(6) 2018, but the ins battery has not increased at all. When the patient connected with their recharger it showed poor coupling with zero boxes. The patient mentioned that sometimes if they are in a certain area of their home they can get a better charge signal/coupling boxes. Patient services reviewed to place the antenna over the ins and reviewed antenna locate but troubleshooting did not resolve the issue. There was a poor coupling screen with 2 boxes. There were ins pocket concerns that were a possible reason for the recharging concern. The patient has lost about 16 pounds. The patient was redirected to follow up with their healthcare professional (hcp) so they were sent a hcp listings. There were no patient symptoms reported and no complications reported.